Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site and was having difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well post-operatively and the device remains implanted.